Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. Insulin pump received with cracked display window corners, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call the customer's blood glucose had been high. Customer had changed the set 5 times. Customer had taken the device off and been treating with insulin injections. Customer's blood glucose was 434 mg/dl. After troubleshooting, customer's mother wanted the device replaced. Customer had ketones. Customer agreed to return the device for analysis.